Manufacturer narrative:
One device was returned for evaluation. The device was inspected under magnification and three scratches were found through which the catheter was leaking. The complaint is confirmed. No part of the manufacturing process could lead to the damage found on the device. The root cause of the damage is unknown. This is an isolated incident. Four possible lot numbers were provided by the user. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The user reported that the dialysis catheter was leaking at the hub. The leak was identified three months after implantation. The catheter was removed and replaced. No harm or injury to the patient was reported. Implantation date of (B)(6) 2015 is an estimate.

Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.